Event description:
The customer reported that the system displayed a communication error message and a generator interface board error message. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The generator interface board, the backplane, and the system interface board were replaced. The system drive was formatted and reloaded and the contacts on the power supply were cleaned. The system was tested and operates as intended.